Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-711a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap and metal cap is detached and returned; the glass cap exhibit severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised and exhibits minor scratch marks, signs of melting, and erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 96,064 joules and 10 minutes expended,"tip rupture" was noted. Additionally it was reported that tip breakage was observed. The case was completed using an alternative procedure ("resector") the tip of the fiber was cleaned during the procedure. No harm to the patient was reported.